Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle partially disengaged. The following information was provided by the initial reporter: needle retracted and the safety engaged, however the needle would not come off the hub.

Manufacturer narrative:
After further review, this incident was found to be a non-reportable event. Being unable to disconnect the tubing from the hub (failure to decouple) may lead to customer dissatisfaction or patient inconvenience as a new IV insertion may be required, but does not lead to harm / serious injury. Therefore, this MDR will be cancelled.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle partially disengaged. The following information was provided by the initial reporter: needle retracted and the saftey engaged, however the needle would not come off the hub.